Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result and provided the following data: on (B)(6) 2026, a 58 year old female had an elevated troponin result. There were then subsequent plans to transfer the patient to another hospital that handles cardiac patients. During this time, the patient had another troponin drawn and resulted, which generated a negative result. The physician at the accepting hospital saw both results and questioned the results. The original sample was then repeated, which generated a negative result. After this, the patient was still transferred to the other hospital. The customer reported that this was done as a precaution. The patient was tested at the accepting hospital and the troponin came back as negative as well (no results provided). The customer confirmed that the patient did not receive any medications and is not aware the patient receiving any treatment at the new facility. The patient was discharged from the hospital on (B)(6) 2026. There was no known patient harm. Troponin result values: at 02:43 sample ID: (B)(6) initial result was 246 ng/l. At 05:01 sample ID : (B)(6) (another sample from the same patient) result was <3 ng/l. At 16:57 sample ID: (B)(6) (the original sample) was repeated and the result was <3 ng/l. There was no further reported impact to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.